Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7011480, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient presented in the emergency room due to severe pocket pain. It was determined that the patient had a pocket infection and was prescribed antibiotics and morphine to clear it up. As the patient was checked several days later, the upper incision site was just as infected as the ipg pocket incision. The patient underwent an explant procedure and was doing well postoperatively. The patient continued with the prescribed oral and intravenous antibiotics.

Manufacturer narrative:
Additional information was received that the patients symptom was swollen red streaks at the battery site. The physician believed the infection was not device not procedure related.

Event description:
A report was received that the patient presented in the emergency room due to severe pocket pain. It was determined that the patient had a pocket infection and was prescribed antibiotics and morphine to clear it up. As the patient was checked several days later, the upper incision site was just as infected as the ipg pocket incision. The patient underwent an explant procedure and was doing well postoperatively. The patient continued with the prescribed oral and intravenous antibiotics.